Event description:
It was reported that the control modules lcd screen froze during a case. There was no pt consequence reported, the case was completed using the control module.

Manufacturer narrative:
H4: info not received. H3: evaluation summary - based upon the inquiry info received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.